Event description:
A malfunction was reported with the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted in the process, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if any issues reoccurred.